Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : patient product photographs have been provided for review (alert date: 30 september 2021). No device associated with this report was received for examination. Provided images are paper copies within patient medical records. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient received a left primary attune to treat osteoarthritis. The patella was resurfaced and an of competitor cement x 2 was utilized. The procedure was completed without complications. Patient received a left knee revision to treat pain, reduced rom, and walking difficulty secondary to loosening of the tibial tray. Upon entering the joint, reduced rom was confirmed and scar tissue was debrided. The femoral component was revised with some bone loss. The tibial tray was loosened and debonded at the cement to implant interface and revised with bone loss. The patella was well fixed and stable and was retained. There was no reported product problem with the revised tibial insert. The patient was revised with a competitor knee construct. The procedure was completed without complications. Doi: (B)(6) 2018 dor: (B)(6) 2021 left knee.